Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an unused, migrating pulse wire in ECG "c" shorting the agnd and (+5v) wire. The root cause for the migrated wire has not been positively identified. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to communicate with a monitor.